Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was involved in an auto accident and was the driver. Customer was admitted to the hospital. Bg value at the time of admission was at 119. Nothing further reported.